Event description:
It was reported that during a recanalization procedure via contralateral approach in the superficial femoral artery, the tip of the catheter allegedly separated. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one14s crosser cto recanalization catheter was returned for evaluation. Twisting was observed on the catheter proximal to the distal tip which exposed the inner wire of sample. The distal tip appeared to be separated from the outer catheter but still attached to the inner core wire. No anomalies noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. Based on the findings, the investigation is confirmed for the reported material separation and identified material twisted issues as twisting was noted to the catheter and the distal tip separation was noted to the device. A definitive root cause for the reported material separation and the identified material twisted issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021). Device pending return.

Event description:
It was reported that during a recanalization procedure via contralateral approach in the superficial femoral artery, the tip of the catheter allegedly separated. It was further reported that another device was used to complete the procedure. There was no reported patient injury.